Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged loss of trendelenberg and reverse trendelenberg functions. No patient impact.